Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and the compliance of the aorta and native vessels. It should be noted that dislodged complaints are typically not related to a device malfunction. In this case, the reported clinical observation does not indicate a device malfunction occurred. Per the instructions for use (IFU), attempts to retrieve the valve after partial deployment are not recommended. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was implanted at approximately 2 mm. Just prior to final release, the valve dislodged out of the annulus. The valve was snared and placed in the sinotubular junction. A second transcatheter bioprosthetic valve was successfully implanted in the aortic position at approximately 4mm to 6 mm. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).